Manufacturer narrative:
Other text: device evaluation: the product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Manufacturer narrative:
Other text: a device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product was returned; therefore, no visual and functional tests were performed, the reported complaint could not be confirmed, and the root cause could not be determined.

Event description:
It was reported the disposable caused the device to alarm no disposable, pump won't run alarm and a reservoir volume empty alarm. No adverse patient effects were reported by the customer.